Manufacturer narrative:
Investigation: during DHR review all challenge, set-up, and in process samples were performed per quality control plan and all passed per specifications. There were no indications of the reported defect, as there were no reject activity findings throughout the build of this lot that would impact the quality of the product. No units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced safety failure when the needle failed to retract.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced safety failure when the needle failed to retract.